Manufacturer narrative:
E1/establishment: (B)(6) clinic. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited foreign material inside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle was found to be components of silicic acid, organic silicone, and hydroxide (iron rust). It is likely that the silicic acid may have derived from medicines or tap water, and the organic silicone may have derived from medicines such as antifoaming agents. Though a definitive root case of the issue could not be determined, it is believed that the accumulation of foreign material in the nozzle was due to chemical residue that could not be completely removed by reprocessing, residual water and droplets in channels and nozzle opening not being completely wiped out, and or the inner wall of channels were not sufficiently dried during storage of the device with attached accessories such as valves. Olympus will continue to monitor field performance for this device.